Event description:
A user facility reported to olympus that the visera elite video system center has broken lens where the connector is located. During a standard service inspection of the customer returned device, bent video connector pins were noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bent video connector pins were noted. As a result, no image was displayed with the ltf-vh scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bent video connector pins could not be determined. Olympus will continue to monitor field performance for this device.